Event description:
Caller states that the patient tested in the 200's md/gl while the lab produced results in the 50's mg/dl. The customer was tested using 4 different inform devices and all reportedly tested in the 200's mg/dl. The same lot of strips was used with all 4 devices. No action was taken based on device results. No quality controls information was provided. Requested return of suspect devices, however caller declined.